Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, three separate loops broke and fell into the patient. A fluoroscopy was performed and four small device fragments were observed in the patient's bladder. It is unknown if all the device fragments were from all three loops. However, the physician decided not to remove the device fragments. The intended procedure was completed with a fourth device. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information and was informed that the physician felt that the small device fragments would pass out of the patient naturally. Also it was reported that the procedure was prolonged by 142 minutes. The patient returned for a follow-up visit and no adverse effects were observed at that time. It was also reported that the patient did not have any discomfort or bleeding. No further information has been provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the electrode was damaged. The electrode had a bent rod and a broken loop at the distal tip of the post. A continuity test could not be performed due to the broken loop. A visual inspection found burn and stain marks on the remaining portion of the electrode posts. However, when the electrode was connected to the test working element, it could be secured properly into the device. The root cause of the reported phenomenon could not be conclusively determined at this time. If additional or significant information is available at a later time, this report will be submitted accordingly. Please cross reference this complaint with: 2951238-2015-00165, 2951238-2015-00166.